Event description:
It was reported when the user tried to extend the guidewire, it would not advance. The wire was wrapped around itself and the clear plastic housing for the guidewire was broken. There was no patient involvement. The device was opened for education purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the user tried to extend the guidewire, it would not advance. The wire was wrapped around itself and the clear plastic housing for the guidewire was broken. There was no patient involvement. The device was opened for education purposes.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened ra catheterization kit for analysis. No definite signs of use were observed one the returned components. Visual analysis revealed that the guide wire was kinked within the guide wire tubing. The kinked portion was also protruding out of the slit in the tubing extrusion. This slit is meant to guide the handle of the guide wire when deploying the guide wire. Additionally, the distal end of the guide wire was located outside of the proximal end of the needle cannula. During the manufacturing-assembly process, the distal end of the guide wire is partially inserted into the proximal end of the cannula, protecting it from damage. Microscopic examination confirmed the kinking and revealed that the distal weld was secure and intact. To accurately measure the guide wire and the cannula, the guide wire tubing was intentionally severed. The kinked section of the guide wire measured 9mm-26mm from the distal weld. The guide wire length from the distal end of the handle to the distal tip measured 5 1/8" which is within the specification limits of 5 1/32"-5 7/32" per the catheterization device graphic. The guide wire outer diameter measured .044" which is within the specification limits of .0432"-.0457" per the guide wire graphic. The total cannula length measured 97mm which is within the specification limits of 96mm-97mm per the cannula graphic. The cannula inner diameter measured .020" which is within the specification limits of .019"-.0205" per the cannula graphic. The cannula outer diameter measured .0280" which is within the specification limits of .0280"-.0285" per the cannula graphic. As the distal weld was located outside the proximal end of the needle cannula, the guide wire was unable to be advanced within the cannula. The guide wire tubing was intentionally severed, and a lab inventory guide wire with a diameter of .018" was inserted through the returned cannula. Little to no resistance was observed as the guide wire passed completely through the cannula. Performed per IFU statement "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever". A manual tug test confirmed that the distal and proximal welds were secure and intact. Manufacturing was contacted as part of this complaint investigation. They confirmed that this defect is unlikely to have occurred during the manufacturing-assembly process. Additionally, during assembly, a 100% inspection is in place to check for guide wire damage and to ensure that the guide wire can pass completely through the cannula. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked and wrapped within the guide wire tubing. During assembly, the guide wires within catheterization devices of this type are partially inserted into the proximal end of the cannula , protecting it from damage. Manufacturing confirmed that they have never seen damage of this type and that the guide wires are 100% inspected for damage and functionality. The guide wire and the cannula met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report, the sample received, and the comments from manufacturing, the root cause cannot be determined at this time as it is unknown if the damage occurred due to the customer handling the device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported when the user tried to extend the guidewire, it would not advance. The wire was wrapped around itself and the clear plastic housing for the guidewire was broken. There was no patient involvement. The device was opened for education purposes.